Event description:
A report was received that the patient was experiencing inflammation and fluid at the lead site. The physician explanted thepatient and prescribed oral antibiotics. The physician did not believe that the infection was device related. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), model description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.